Manufacturer narrative:
(B)(4). Corrected data: section d10. Concomitant medical products and therapy dates: f&p rt225 infant bias flow breathing circuit section h6. Health effect - clinical code: 2477. Method: the complaint mr290v vented autofeed humidification chamber was not returned to fisher & paykel healthcare (f&p) for evaluation as it had been discarded. Our investigation is thus based on the information provided by the customer and our knowledge of the product. Results: the customer reported that a mr290v vented autofeed humidification chamber was found cracked below the water level and leaking water during patient use. It was also reported that the pulse oximeter alarmed for patient desaturation. As the crack on the chamber was located below the water level, the healthcare facility stated they did not believe the desaturation and death of the patient was caused by the chamber leaking. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290 chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following:"do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers.""perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient." "Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure."

Event description:
A healthcare facility in china reported that a mr290v vented autofeed humidification chamber was found cracked below the water level and leaking water during patient use. It was also reported that the pulse oximeter alarmed for patient desaturation. Additional information was requested from the healthcare facility regarding the reported incident and the patient's condition. The additional information provided indicated that the subject patient passed away following the reported incident due to a serious condition. The healthcare facility stated they did not believe the desaturation and death of the patient was caused by the chamber leaking.

Event description:
A healthcare facility in china reported that a mr290v vented autofeed humidification chamber was found cracked and leaking water during patient use. It was also reported that the pulse oximeter alarmed. Additional information regarding the reported event has been requested from the healthcare facility. There was no further patient consequence reported.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information about the reported event. We will provide a follow up report upon the completion of our investigation.